Event description:
It was noted that the patient had a revision due to an elective replacement indicator (eri) and the battery was replaced. The wires were released from the battery upon loosening with the torque wrench, the wires did not easily release from the battery, but once the wires were removed they did not fit into the new battery. Impedances pre-op were greater than 3600 for electrodes 0,9,10,14, and 15. A new battery was placed in the pocket with accessory plugs placed on both channels the wires had closed boots. The patient planned to return for a lead revision. It was reported that during a revision the implantable neurostimulator (ins) was plugged up and not attached to the leads, the manufacturer representative wanted to know how to program. It was suggested that the program be set to 0v on all programs and leave it off until the leads were hooked up. The manufacturer representative programmed as such but did not exit her session normally. The lead revision to get the ins attached was scheduled for (B)(6) 2015. The patient left the or in satisfactory condition. It was noted on (B)(6) 2015 that the patient had returned to getting normal therapy and was doing well.

Manufacturer narrative:
Analysis results on the extension (B)(4) indicated that the stimulator extension proximal end connector did not completely seat in the ins connector port. Analysis results on the extension (B)(4) indicated that the extension proximal end conductor was broken (overstressed/damaged). Analysis results on the ins (B)(4) indicated that there were no anomalies with the device. Evaluation is related to (B)(4) .

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 97713, serial# (B)(4), product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 3708140, serial# (B)(4), product type: extension; product ID 3708140, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.